Event description:
Per operative report: the pt developed paravalvular leak and was diagnosed with congestive heart failure and "significant" right-sided failure. More info has been requested. The valve was replaced with a st jude medical 21aj-501.